Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm4910403 was released in a single batch. Batch 1: lot qty of 5 units were released on jan 09, 2018 with no discrepancies. Batch 2: lot qty of 26 units were released on oct 16, 2017 with no discrepancies. Batch 3: lot qty of 180 units were released on nov 03, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that in the primary scoliosis surgery it was notice the point of torque driver shaft spinning in set screw interface indicating wearing at the tip. Unable to torque off set screws. Instrument removed from procedure and replacement used to complete procedure. The procedure was completed safely with less than 5 mins delay. There was no patient consequence. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.